Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g1-2, g4, g7, h2, h6, h10. No other information provided (x-ray, surgical report, photographs, lab test). Therefore, the reported event could not be confirmed. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not been reviewed as the item number and the lot number were not communicated. Within 3 years, only the current complaint (involving 4 products) has been recorded on optipac refobacin bone cement r regarding revision due to infection. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that four knees were revised due to infection during the follow-up period.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record could not been reviewed as the lot number was not communicated. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that four knees were revised due to infection during the follow-up period.